Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that during follow up, this right atrial (ra) lead developed high capture thresholds measurements and failure to sense, so lead was revised to correct the position of the lead. After having placement difficulties, this lead was attempted to be explanted, but the helix could not be retracted. Due to physician's discretion, the lead was turned and the helix was able to be removed. A stenosis was also observed in the right clavicle, so this lead was removed with a locking stylet and a sheath set for removal. No additional adverse patient effects were reported.